Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro silicone jaw boot detached inside the pt. The reporter stated "at very end of the procedure after final burn, when pulling the hemopro out, noticed a quarter inch section of tip of the insulation of the jaw had come off in the pt in the tunnel". The piece was removed using another hemopro device. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) related to the described issue. (B)(4). Items marked "ni" are unk to us at this time.